Event description:
During testing after eval for a complaint that was not verified, a laerdal service tech found the device did not prompt the safety warning "disconnect charger" as required when the charger was connected during the test. This failure of the alarm did not affect the unit's ability to analyze and treat pts.